Event description:
The lead perforated the patient's heart wall and was repositioned.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received, and a supplemental report is being filed.